Event description:
As reported by the edwards field clinical specialist, a 26mm sapien 3 ultra aortic valve was implanted. It was decided to fracture the valve with a 28mm true balloon, which created central aortic regurgitation. The team decided to implant a 29mm sapien 3 valve. There was no leak and patient did well.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. Corrected h6- impact code. The device was not returned for evaluation as it remains implanted. The complaint for valve central regurgitation is unable to be confirmed due to unavailability of the medical report and relevant imagery. A review of the device history record did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the instructions for use/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. In this case, the team intended to fracture the pre-existing surgical valve with a bigger diameter of non-edwards balloon (28 mm true balloon), which was over expanded the valve and over stretched/damaged on the leaflets, resulting in central regurgitation. As such, available information suggests that procedural factors (fracturing of pre-existing valve) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.